Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14sep2018. (B)(4). The field service engineer (fse) was able to verify the reported problem. The fse replaced the battery to address the issue. No parts were returned for evaluation, therefore a root cause could not be established.

Event description:
The customer reported that the battery does not charge during installation. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.